Event description:
It was reported that post atrial ablation procedure, the atrial lead exhibited high threshold. Chest x-ray revealed that the lead was dislodged. The lead was successfully repositioned. The patients condition was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.